Manufacturer narrative:
Initial and final MDR 1884152- device 1 of 2

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusions set fell off during use on (B)(6) 2024. Insertion area was free form hair. Infusion set has been used for about one day. The glucose level was 250 mg/dl.customer replaced infusion set and resumed insulin deliveries successfully. No further information available.